Event description:
The customer reported that when the unit was turned on in manual mode and set to 100 joules, the "charge" selection intermittently disappeared above the button. There was no pt involvement reported.